Event description:
It was reported that the lead had an apparent fracture but was still functioning and caused the patient pain. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.